Event description:
It was reported that the external pulse generator (epg) was found off after the patient's heart rate was observed to be in the high 30 beats per minute (bpm), with no pacer spikes detected. The patient was placed on combination mode monitoring and subsequently suffered a complete heart block. Prior to this an order for temporary pacing was given with settings of 10 milliamps (ma) and 2 millivolts (mv). Following the heart block the pacing cables were disconnected and an attempt was made to turn on the epg. However, it displayed an error code and shut off. The epg was then replaced with a new one which functioned correctly. It was also noted that the ventricular patient cable was broken with a loose end on the side that connects to the epg. Additionally, the cable had been secured very tightly with velcro straps. The broken cable was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.